Event description:
It was reported that three weeks and four days post chronic catheter placement via the right subclavian vein, leakage was allegedly occurred from the skin insertion. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter in two segments was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted at the distal end of the catheter and on both the proximal and distal end of the distal catheter segment. The edges of the complete circumferential break on the distal end of the distal catheter segment were noted to be uneven and the surface was noted to be granular throughout. Therefore the investigation is confirmed for the reported fluid leak and identified fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2025), g3, h6 (device, method) h11: b5, h6 (result) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that three weeks and four days post port placement via the right subclavian vein, leakage was allegedly occurred from the skin insertion. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.